Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 4/29/2022, it was reported by a sales representative via email that an ar-1588rtt acl fibertag tightrope needle fell off the fibertag on the first passing through the tissue. This was discovered during a procedure. Another one was opened to complete the case. Additional information requested.